Event description:
This complaint is from a literature source. The following literature cite has been reviewed: matsushita y, otani t, hayama t, fujii h, kawaguchi y, saito m. A modified modular stem in primary total hip arthroplasty for developmental dysplasia of the hip: average 11-year follow-up in cases with previously reported 3-year clinical results. J arthroplasty. 2022 apr 22:s0883-5403(22)00471-5. Doi: 10.1016/j.arth.2022.04.022. Epub ahead of print. Pmid: (B)(4). Objective and methods: this study investigated the mid- to long-term outcomes of total hip arthroplasty in patients with developmental dysplasia of the hip using the s-rom-a stem, a modified s-rom stem for asians. The authors previously reported the short-term outcomes of the stems implanted between may 2006 and april 2009. This complaint will capture the additional long-term outcomes of 201 hips. The manufacturer of the cups and liners is unknown. The manufacturer of the depuy femoral head is unknown but assumed to be a depuy product. The previously reported events will be excluded from this complaint. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: patient specific results: case 1: 65 yo female patient; height 150 cm; bmi 28.9 16/11 s-rom stem. Radiographically identified distal stem fracture 9 years after implantation. No treatment provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.